Manufacturer narrative:
(B)(4). Patient weight unknown / not provided.

Event description:
Doctor indicated that on (B)(6) 2017, he screwed the iunihg screw to 20ncm because he noticed a mobility of the crown.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device has not arrived for evaluation and is presumed to be misplaced during transit. Should the device be returned, the complaint will be re-opened and a supplemental report will be submitted. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: IFU 9658 healing collars for tapered screw-vent and screw-vent information identified: applicable information can be found in the indications, contraindications, warnings, precautions, general considerations, and hygiene & maintenance sections. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.